Event description:
Customer reported back check valve failure during methylprednisolone secondary infusion. The device was paused and the secondary was noted to be infusing into the 0.9 percent ns primary bag. No pt harm or medical intervention required. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.